Event description:
It is reported that the device was implanted in 2007 and that the pt was getting out of her rocking chair and heard a pop. The pt presented at the office the following day and x-rays confirmed that pt had dislocated her hip and was revised the following month.

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation and pt x-rays were not included. Dislocation could be due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, pt anatomy prone to dislocation, improper anatomical position assumed by pt, soft tissue imbalance, joint laxity; however, the exact cause of dislocation cannot be determined with certainty at this time. According to the zimmer hip registry adverse event report completed by the surgeon, the alleged event was not related to the device. No product was returned. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.